Event description:
Caller reported a cgm error 42 involving a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information, and the caller will reset the pump when ready, with plans to follow up if the issue persists.